Event description:
A customer reported experiencing a notification indicating a minimum fill, which occurred at some point during the month. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by loading a new cartridge, received guidance from support to clean the pump area, and was provided with additional loading instructions via email. A replacement cartridge was also sent.